Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the pt was a (B)(6) male. The event occurred in the cath lab and the insertion site was right internal jugular. The catheter had been placed and removed on (B)(6) 2011. The catheter ruptured at the distal hub during injection. The injection was 528 psi, 20 ml 10mls. The catheter did not burst within the body of the child. A new catheter was used successfully. There was no reported pt injury, complications or death.